Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.

Event description:
The iab leaked. Blood backed into the safety chamber and pump. On 11/13/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications; none from the event - reported 7/23/97. Pt current status: unk - rpt'd 7/23/97.